Manufacturer narrative:
The insulin pump had a constant tone and frozen screen due to moisture damage on the mother board. Unable to verify the button/keypad anomaly due to the frozen screen. The unit had cracks on the display window corner and reservoir tube lip, as well as a scratched lcd window.

Event description:
It was reported that the insulin pump experienced electrostatic discharge, causing all of the buttons to stop working. Nothing further was reported.